Event description:
I have been using fixodent for yrs. My extremities are very sore, lack of circulation numbness in hands, feet, back, shoulders, and has resulted from the use of this product. I am diagnosed with neuropathy. This product in which I didn't realize has been causing headaches, numbness of limbs, neck and back is stiff, I have severe cramps in legs muscles and even toes and back. Used 1999 - 2011, since first put on market. Frequency: 2-3 daily; route: oral.